Event description:
It was reported that during a meniscus repair surgery the tightening suture tore during insertion. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 06-oct-2022 it was confirmed that the implants were removed because they were not tightened.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation it was noticed that part of the meniscal cinch assembly was returned. However, the suture and implants, were not returned for investigation. The cause remains undetermined.